Manufacturer narrative:
It was reported that the air inlet of the compressor was leaking. Our field service engineer investigated the compressor mini on site. The standby valve and associated fittings were inspected and a crack was discovered in the pneumatic plastic elbow. The standby valve was replaced and the problem resolved. Performed functional tests and safety checks, the unit passed all functional and safety tests according to factory specifications. The compressor mini was returned to the customer and approved for clinical use. The root cause to the reported issue could not be established by this investigation.

Event description:
Manufacturers ref: (B)(4).

Event description:
It was reported that the air inlet of the compressor was leaking. There was no patient harm reported. Manufacturer's ref #: (B)(4).